Manufacturer narrative:
The customer reported this event to the FDA through medwatch: mw5083275. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking ¿at the sealing of the middle port¿ (the port where the tubing is attached). This was identified after compounding with a compounder and filling the bag with a parenteral nutrition admixture. The leakage was found before the cap was twisted off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.